Manufacturer narrative:
The device was returned with needle mechanism not deployed. Inspection of the fill septum shows that the user attempted to fill the device, but did not advance the plunger far enough to activate the device. The ratchet gear was advanced manually and the needle mechanism deployed as intended.

Manufacturer narrative:
The device has been received for evaluation and an investigation is underway. At this time, we are unable to confirm the reported needle mechanism failure. Upon completion of the investigation, a supplemental report will be filed to report results. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16: using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose exceeded 400 mg/dl while wearing the pod less than 1 hour. The needle mechanism did not deploy as intended during activation.